Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was explanted and replaced due to sepsis and vegetation. The patient was stable.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.